Event description:
It was reported by the mitek rep. That the ceramic tip broke off of a mitek vapr 2.3mm side electrode. All was retrieved from the patient and there were no patient consequences. An MDR is being filed to document this event.